Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2019 - 01194, 0001822565 - 2019 - 01195. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to MFR.

Event description:
It was reported the patient reported pain, swelling, and decreased rom leading to a manipulation under anesthesia 6 weeks post initial right side implantation. Arthrofibrosis was contributing factor to this event. No further information is available at this time

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Initial op notes demonstrated that the patient had right tka due to osteoarthritis. Op notes dated (B)(6) 2017 demonstrated that the patient underwent a manipulation under anesthesia due to pain, swelling and decreased rom due to arthrofibrosis. Review of the x-rays identified no evidence for hardware failure or loosening. Complaint confirmed with op notes. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.